Event description:
On (B)(6) 2005, while wearing the external equipment, the pt reportedly experienced an overly loud sensation followed by no sound percept. On (B)(6) 2005, the pt was seen at the center for eval. Testing performed confirmed that the pt's device was no longer functioning. Surgery has been scheduled to explant the pt's device.

Event description:
On may 27, 2005, while wearing the external equipment, the pt reportedly experienced an overly loud sensation followed by no sound percept. On june 1, 2005, the pt was seen at the center for eval. Testing performed confirmed that the pt's device was no longer functioning. Surgery has been scheduled to explant the pt's device.